Event description:
It was reported that the patient was experiencing loss stimulation. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss stimulation. The patient underwent an ipg replacement procedure.